Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth due to product concern.

Event description:
Healthcare professional reported left side "deflation¿. Device has been explanted.